Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain in dications for use. It was reported that they thought the communicator was not recognizing the pump. The agent assisted the patient in closing out of all running applications and connecting to the ¿myptm¿ application. The patient was able to successfully connect and request/receive a bolus. The patient¿s handset stalled at 90%. They retrieved the pump settings. The agent walked the patient through clearing data per ka instructions. The troubleshooting steps that were taken resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.